Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files and noted there was an "abnormal assay" flag on the glucose results. Quality controls (qcs) were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a software update and replaced the sample mixer. Quality control (qc) was run and was within range. The cse replaced the sample 1 mixer, aligned and adjusted the bottom of cuvette correction (bocc) on reagent 1, 2 and sample 1. The cse ran the mix test, over mix tests and systems check which passed. The customer calibrated the instrument and ran qc which was within acceptable ranges. As per the dimension vista operator's guide, results with an "abnormal assay" flag cannot be reported and must be rerun. The cause of the discordant, falsely low co2 and glucose results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant glucose (glu) and carbon dioxide (co2) results were obtained on five patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s) who questioned the results. The glu results were flagged with "abnormal assay" errors. The samples were repeated on an alternate dimension vista instrument, resulting higher and were reported to the physician(s). There are no reports of adverse health consequences or patient intervention as a result of the discordant, falsely low glu and co2 results.

Manufacturer narrative:
Siemens filed the initial MDR on 20-aug-2018. Additional information (28-aug-2018). Siemens investigated the issue and determined the potential cause of the discordant glucose and carbon dioxide results was due to sample mix issues. The sample 1 mixer was replaced and alignments and bottom of cuvette corrections were performed. The cse ran mix and overmix tests and systems check and leak test which passed. Quality controls and calibration were run and passed. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.